Manufacturer narrative:
An event regarding alleged corrosion involving a citation stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records received for evaluation. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient presented with pain approximately 11 years after total hip replacement. Upon revision of hip, black staining was present at trunnion and inside of head. Doctor used a sleeve and ceramic head and new liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with pain approximately 11 years after total hip replacement. Upon revision of hip, black staining was present at trunnion and inside of head. Doctor used a sleeve and ceramic head and new liner.